Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the pump ran out. No diagnostic testing or troubleshooting was performed or required. The product remained intact with no functional issues. The refill date was skipped, missed or incorrectly scheduled. The patient was nonverbal. There were red raised areas appearing like a rash on the arms, face and chest. The patient had restlessness and ¿muscle faso imagine¿ was reported. There was no frank increase in spasticity. The redness was resolving after second bolus. The physician was treating medically with adjunctive medications. The patient was inpatient and was refilled as well as increased to 175 micrograms per day from 160 micrograms per day. There was a favorable response. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver lioresal. It was reported the next day that the patient was doing well post-withdrawal episode and relaxed. The redness dissipated and there w as no agitation. The dose was adjusted back to 160 micrograms.